Event description:
Patient's wife called to report a product issue and adverse event involving her husband's remstar CPAP machine. Reporter stated that they recently discovered his device was recalled back in 2021, but his physician nor the manufacturer never made them aware. Reporter stated the last 2 years, her husband is constantly clearing his throat and that his breathing doesn¿t seem right.